Event description:
This pt was undergoing a coronay artery bypass graft procedure. This single vessel left internal mammary artery to left anterior descending coronary artery bypass graft was begun as a "midcab", but was converted to a port access coronary artery bypass graft because of anatomic limitations of the target vessel. The endoaortic return and endovenous drainage cannulae were placed in the left femoral vessels without incident. The endoclamp was then placed without diffulty. Transesophageal echocardiography and fluoroscopy were available for guidance. Transcranial doppler waws not ultilized, but arterial lines were placed in the right radial and femoral arteries. After initiating cardiopulmonary bypass, the mean arterial pressure increased to 100-110 mm hg and was treated with nitroglycerin infusion. When the endoarotic clamp balloon was inflated, the right radial artery pressure decreased to 20 mm gh with a right femoral artery press of 80-90 mm hg. The endoaortic clamp balloon was deflated and the endoaortic clamp advanved further towards the aortic valve. The radial artery remained low at 30-40 mm gh for unclear reasons. Cardioplegia was delivered and electromechanical arrest of the heart established. The anastomosis was constructed and the endoaortic clamp balloon deflated. The anastomosis required revision, so the endoaortic clamp was reinflatred and cardioplegia administered. After completion of the anastomosis, the endoaortic clamp balloon was deflated and pulled back to the aortic arch. The volume of fluid removed from the balloon was not measured. The heart initially began to respond, but then became asystolic. The aortia was flaccid to palpation. Dye was injected into the endoaortic clamp and was seen to move into the innominate artery. During a second injection, dye was seen to pass into the left subclavian arterial return for the cardiopulmonary bypass circuit. A cross clamp was applied and the aorta was opened proximally, and no intimal flap was seen. A cardiologist assessed the ascending and descending aortia using transesophageal echocardiography and saw no evidence of an intimal flap. The aortotomy was closed and the cross clamp was removed. During withdrawal of the endoaortic clamp, it became lodged in the iliac artery. The balloon was aspirated with return of additional blood tinged fluid. The endoaortic clamp was removed. The surgeon thought it may have a leak and discarded the device. The pt's cardiac function returned with rewarming. The pt did not wake up following surgery. He was reoperated on for bleeding 12 hours later. The pt was diagnosed with a brainstem infarct and expired one week following surgery. An autopsy showed no evidence of aortic dissection. It was the surgeon's opinion that the stroke was caused by partial deflation of the endoaortic balloon, resulting in compromised cranial blood flow.